Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they had 3 heart attacks and was in a coma for the past year and a half, and now that they were getting better, their bladder was not working and was out of control. Patient said they want to get it under control so they don't have to go all the time. During the call, agent assisted patient with increasing their stimulation. The patient was able to connect to their implant and increase stim to a comfortable level. Patient will maintain stimulation level and will continue to track symptoms. Patient services (ps) redirect to doctor if issue persists.